Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: gaia, progress 80; guide catheter: heartrail ii 6fr jl4. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid left anterior descending coronary artery that had no tortuosity, heavy calcification and was 100% stenosed. The 2.0 x 12 mm nc traveler rx was advanced, without resistance, to the target lesion and inflated twice without any issues. Upon the third inflation, the balloon ruptured at 18 atmospheres for 15 seconds. The device was replaced with a non abbott balloon catheter and the procedure was completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.